Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown.

Event description:
It was reported that the implant (bost3210) fractured. The lower portion of the implant is till implanted in the patient's mouth.

Manufacturer narrative:
An 3i t3® non-platform switched tapered implant 3.25 x 10mm (bost3210) was returned for investigation. Visual inspection of the as returned product identified a fracture on the threads of the implant and other signs of use. An x-ray image shows the patients mouth and the remaining portion of the fractured implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.